Manufacturer narrative:
The reported issue was confirmed. The sample was returned and visually inspected. Evaluation found water leakage on the shaft of the catheter when water was applied to the sac. A pinhole was observed at the inflation lumen, which caused water leak. Origin of the pinhole could not be determined. Exact cause of the sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." (B)(4).

Event description:
It was reported that the catheter dislodged from the patient during surgery, with a deflated balloon. The catheter was inserted into the patient for urine drainage. The catheter was replaced.

Manufacturer narrative:
The reported issue was confirmed. The sample was returned and visually inspected. Evaluation found water leakage on the shaft of the catheter when water was applied to the sac. A pinhole was observed at the inflation lumen, which caused water leak. Origin of the pinhole could not be determined. Exact cause of the sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." (B)(4).

Event description:
It was reported that the catheter dislodged from the patient during surgery, with a deflated balloon. The catheter was inserted into the patient for urine drainage. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged form the patient during surgery, with a deflated balloon. The catheter was inserted into the patient for urine drainage. The catheter was replaced.